Event description:
Per the clinic, the patient experienced an infection (date not reported). The patient was treated with topical antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the recipient at the date of this report.

Manufacturer narrative:
This report is submitted on september 8, 2022.

Manufacturer narrative:
This report is submitted on 31 oct 2022.